Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was further reported that the surgery had been completed successfully without any surgical delay.

Manufacturer narrative:
D4: full UDI is not available due to missing information (unknown lot#). H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that a patient had an inflammatory reaction (intranasal swelling, significant crusting and partial mucosal necrosis) following a bilateral revision ess surgery. Nasopore forte was placed in both nasal cavities at time of surgery. Medical intervention was required. No further information available at this time.